Manufacturer narrative:
UDI number: (B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation. The clinical observation was unable to confirmed. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a bioprosthetic aortic valve, implanted eight (8) months, was explanted due to severe perivalvular leak (pvl). During explant, there was no evidence of infection, although there did not appear to be tissue apposition underneath the left main; there area of the suspected pvl. The leaflets of the valve itself were intact. The explanted device was replaced with an edwards valve. An aortic root enlargement was also performed. The patient was discharged home in stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned and evaluated. Customer report of perivalvular leak could not be confirmed through visual observations. X-ray demonstrated wireform intact and commissure 3 bent. Leaflet 1 had a 4mm tear near commissure 1. Leaflet 3 had a 3mm tear near commissure 3. Serrated markings were observed near both tears, and on leaflet 2 near commissure 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 3 at both the inflow and outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. The wireform was exposed near leaflet 2 at the outflow aspect.